Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful to (B)(6). However, if requested additional information is subsequently received, it would be processed and considered accordingly. Concomitant product: product ID 407652 implanted: (B)(6) 2012. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately six months post implant of the ipg system. A cause of death was requested and not received.